Manufacturer narrative:
This report is for an unk - screw/rod construct accessories: mountaineer oct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: abjornson c., et al, evaluation of the mountaineer occipito-cervico-thoracic (oct) spinal system in posterior cervical fusion procedures (USA). This single-center retrospective, consecutive series study aims to evaluate clinical and safety outcomes of patients implanted with posterior spinal hardware (mountaineer oct spinal system, raynham, mass) as part of a posterior cervical fusion (pcf) procedure. A total of one hundred and one skeletally mature patients at least 18 years of age who underwent posterior cervical fusion (pcf) between occiput to t3 were included in this study. The mean age of the 101 patients reviewed was 63 years old (+/- 12.7 yrs). Clinical outcomes were assessed pre-operatively, peri-operatively, and at 6, 12, and 24 months postoperatively. The following complications were reported as follows: 22 showed partial fusion, and 33 did not have evidence of fusion at 6 months post-op. 10 exemplified partial fusion, and 5 patients did not have evidence of fusion at 12 months post-op. 2 demonstrated partial fusion, and 1 patient did not fuse at 24 months post-op. The mean number of post-discharge complications was 1.6 complications/patient, with continuing neck pain being the most complain complaint (30.1% of patients). Four patients underwent revision surgery. This report is for an unknown depuy spine mountaineer oct spinal system. This report is for one (1) unk - screw/rod construct accessories: mountaineer oct. This is report 1 of 1 for complaint (B)(4).

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) "mountaineer: evaluation of data from hospital for special surgery¿s clinical database" for a total of 116 patients [55 male and 61 female; mean age 61/9 (+/- 13)] who underwent a posterior fusion procedure between the occiput and thoracic regions of the spine utilizing the depuy synthes mountaineer oct spinal system (raynham, mass.) Were included in this study. 10 prosidyan allografts were used in unknown number of patients. The mean length of follow-up was 499 days (1.4 years). The range of follow-up was 0 to 904 days. The following complications were reported: 8 patients had a total of 10 intraoperative complications: - durotomy (4). - loss of motor signals (1). - loss of neuromonitoring signals (1). - acute blood loss anemia (1). - leukocytosis (1). - c5 palsy (1). Radiographic fusion status: - 3 patients had evidence of partial fusion and 2 patients had no evidence of fusion at 6 months - 1 patient had evidence of partial fusion at 12 months. 1 patient had a total of 2 device related complications post-surgery but prior to discharge: - continuing, mild upper extremity pain. - continuing, mild upper extremity numbness. 28 patients had a total of 61 surgery related complications post-surgery but prior to discharge: - continuing upper extremity numbness (1). - continuing upper extremity pain (1). - new general/chronic pain (10). - new acute blood loss anemia (8). - new confusion (5). - new leukocytosis (4). - new upper extremity pain (4). - new urinary retention (3). - new dysphagia (2). - new nausea (2). - new upper extremity spasms (2). - new hypoxia (2). - new abdominal pain (1). - new anemia (1). - new c5 palsy (1). - new chest discomfort (1). - new constipation (1). - new cough (1). - new elevated blood pressure (1). - new episodic svt (1) - new hypertension (1) - new ischemia (1) - new neck pain (1) - new stiffness (1) - new syncopal episode (1) - new upper extremity numbness (1) - new upper extremity soreness (1) - new upper extremity tremor (1) - worsening back/upper extremity pain (1) 18 patients had a total of 21 other complications post-surgery but prior to discharge: - continuing chronic pain (2) - continuing coagulopathy (1) - continuing elevated blood pressure (1) - continuing enterococcal sepsis (1) - continuing pulmonary embolus (1) - continuing thrombocytopenia (2) - continuing upper extremity neuropraxia (1) - continuing upper extremity pain/numbness (1) - continuing myelopathy (1) - new pain (1) - new distension (1) - new elevated blood pressure (1) - new fall (1) - new urinary retention (1) - new uti (1) - new constipation (1) - new confusion (1) - new leukocytosis (1) - new tachycardia (1) 3 patients had a total of 11 device related post-discharge adverse events: - patient 1 had unresolved new insomnia related to pain, unresolved new lower extremity pain, unresolved new anterior migration of implant, unresolved new ue numbness/ pins & needles, unresolved new upper extremity weakness, unresolved new unsteadiness/fall(s), resolved new headache, mild definitely resolved new neck pain - patient 2 had resolved new postoperative hematoma - patient 3 had unresolved new hardware damage due to traumatic fall, unresolved new lhermitte's sign symptoms 47 patients had a total 121 surgery related post-discharge complications: - unresolved continuing neck pain (6) - unresolved continuing upper extremity pain (3) - unresolved continuing dysphagia (1) - unresolved continuing dysphasia (1) - unresolved continuing improper neck posture (1) - unresolved continuing limited cervical rom (1) - unresolved continuing neck stiffness (1) - unresolved continuing upper extremity cramping (1) - unresolved continuing upper extremity numbness/pins & needles (1) - unresolved continuing upper extremity weakness (1) - unresolved continuing unsteadiness/fall(s) (1) - unresolved new neck pain (7) - unresolved new neck stiffness (5) - unresolved new back pain (3) - unresolved new incision site pain (3) - unresolved new limited cervical rom (3) - unresolved new improper neck posture (2) - unresolved new ue stiffness (2) - unresolved new unsteadiness/ fall(s) (2) - unresolved new back numbness/ pins & needles (1) - unresolved new decreased cervical rom (1) - unresolved new dyspnea (1) - unresolved new fatigue (1) - unresolved new headaches (1) - unresolved new increased urine frequency (1) - unresolved new jaw pain (1) - unresolved new lower extremity numbness (1) - unresolved new lower extremity pain (1) - unresolved new neck tingling (1) - unresolved new postlaminectomy syndrome (1) - unresolved new upper extremity cramps (1) - unresolved new upper extremity numbness/ pins & needles (1) - unresolved new upper extremity weakness (1) - unresolved new insomnia (1) - unresolved worsening radiculopathy (1) - unresolved worsening upper extremity numbness/ pins & needles (1) - unresolved worsening upper extremity weakness (1) - unresolved worsening unsteadiness/ fall(s) (1) - resolved continuing back pain (1) - resolved continuing dyspnea (1) - resolved continuing upper extremity pain (1) - resolved new neck pain (7) - resolved new upper extremity numbness/ pins & needles (5) - resolved new upper extremity pain (5) - resolved new headaches (3) - resolved new neck stiffness (3) - resolved new upper extremity weakness (3) - resolved new unsteadiness/ fall(s) (3) - resolved new back spasms (2) - resolved new chest pain (2) - resolved new limited cervical rom (2) - resolved new neck spasms (2) - resolved new back tightness (1) - resolved new chest cramping (1) - resolved new chest numbness/ pins & needles (1) - resolved new clicking with cervical rom (1) - resolved new incision site pain (1) - resolved new increased urine frequency (1) - resolved new insomnia (1) - resolved new lower extremity cramping (1) - resolved new lower extremity numbness/ pins & needles (1) - resolved new lower extremity pain (1) - resolved new lower extremity weakness (1) - resolved new memory problems (1) - resolved new myelomalacia (1) - resolved new neck numbness/ pins & needles (1) - resolved new tinnitus (1) - resolved new upper extremity cramping (1) - resolved new upper extremity tremor (1) 78 patients had a total of 235 other post-discharge complications: - unresolved continuing neck pain (14) - unresolved continuing upper extremity numbness/pins & needles (11) - unresolved continuing upper extremity pain (10) - unresolved continuing back pain (7) - unresolved continuing unsteadiness/ fall(s) (7) - unresolved continuing upper extremity weakness (6) - unresolved continuing lower extremity pain (5) - unresolved continuing lower extremity numbness/ pins & needles (4) - unresolved continuing lower extremity weakness (3) - unresolved continuing neck stiffness (3) - unresolved continuing limited cervical rom (2) - unresolved continuing limited upper extremity rom (2) - unresolved continuing upper extremity cramping (2) - unresolved continuing upper extremity spasm(s) (2) - unresolved continuing bladder incontinence (1) - unresolved continuing bowel incontinence (1) - unresolved continuing digestion problems (1) - unresolved continuing femoral nerve palsy (1) - unresolved continuing foot drop (1) - unresolved continuing insomnia (1) - unresolved continuing lower extremity burning sensation (1) - unresolved continuing lower extremity cramps (1) - unresolved continuing lower extremity radiculopathy (1) - unresolved continuing lower extremity swelling (1) - unresolved continuing lightheadedness (1) - unresolved continuing shoulder dysfunction (1) - unresolved continuing syncope (1) - unresolved continuing upper extremity cold sensation (1) - unresolved continuing upper extremity proprioception difficulties (1) - unresolved new unsteadiness/fall(s) (5) - unresolved new neck pain (4) - unresolved new back pain (3) - unresolved new lower extremity pain (2) - unresolved new clicking with cervical rom (1) - unresolved new headache(s) (1) - unresolved new lower extremity burning sensation (1) - unresolved new neck numbness/ pins & needles (1) - unresolved new upper extremity hyperflexia (1) - unresolved new vertigo (1) - unresolved worsening neck pain (6) - unresolved worsening upper extremity numbness/pins & needles (3) - unresolved worsening back pain (2) - unresolved worsening insomnia (2) - unresolved worsening neck stiffness (2) - unresolved worsening upper extremity pain (2) - unresolved worsening back stiffness (1) - unresolved worsening headaches (1) - unresolved worsening improper neck posture (1) - unresolved worsening inability to walk (1) - unresolved worsening lower extremity pain (1) - unresolved worsening neck spasms (1) - unresolved worsening upper extremity weakness (1) - unresolved worsening unsteadiness/ fall(s) (1) - resolved continuing unsteadiness/ fall(s) (2) - resolved continuing back numbness/pins & needles (1) - resolved continuing back spasm(s) (1) - resolved continuing back stiffness (1) - resolved continuing bladder incontinence (1) - resolved continuing cervical radicular pain (1) - resolved continuing cough (1) - resolved continuing headaches (1) - resolved continuing klippel-feil syndrome (1) - resolved continuing lower extremity pain (1) - resolved continuing lower extremity spasms (1) - resolved continuing neck weakness (1) - resolved continuing right sided nerve pain (1) - resolved continuing upper extremity burning sensation (1) - resolved continuing upper extremity spasm(s) (1) - resolved continuing upper extremity swelling (1) - resolved upper extremity spasms (2) - resolved upper extremity tightness (3) - resolved ue weakness (3) - resolved new unsteadiness/ fall(s) (7) - resolved new upper extremity numbness/ pins & needles (4) - resolved new lower extremity pain (3) - resolved new back pain (2) - resolved new carpal tunnel syndrome (2) - resolved new upper extremity pain (2) - resolved new upper extremity weakness (2) - resolved new face numbness/pins & needles (1) - resolved new foot drop (1) - resolved new fracture (1) - resolved new headache(s) (1) - resolved new insomnia (1) - resolved new limited cervical rom (1) - resolved new neck stiffness (1) - resolved new neurogenic claudication (1) - resolved new rash (1) - resolved new upper extremity itching (1) - resolved worsening finger locking (1) - resolved worsening neck pain (1) - resolved worsening neck spasms (1) - resolved worsening upper extremity burning sensation (1) - resolved worsening upper extremity hyperflexia (1) - resolved worsening upper extremity numbness/ pins & needles (1) - resolved worsening upper extremity pain (1) - resolved worsening upper extremity weakness (1) - resolved worsening unsteadiness/ falls (1) secondary surgical interventions ¿ removals only (3), reoperations only (1), and revisions w/ removal and reoperation (5) - 5 patients had revisions due to traumatic fall (2), neck pain (2), back pain (1), and hardware damage (1) due to a traumatic fall - 8 patients had removals due to neck pain (4), myelopathy (2), back pain (2), upper extremity pain (2), upper extremity numbness (2), cervicalgia (1), , and traumatic fall (1) - 6 patients had re-operations due to myelopathy (2), neck pain (2), cervicalgia (1), radiculopathy (1), back pain (1), upper extremity weakness (1), traumatic fall (1), upper extremity numbness (1), incontinence (1) 42 injections were given due to: - back pain (22) - neck pain (12) - post laminectomy syndrome (6) - myofascial pain syndrome (3) - myalgia (2) - spinal stenosis (2) - hardware pain (1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d1.